Manufacturer narrative:
The investigation determined that a lower than expected vitros psa result was obtained from a single api proficiency sample (ia-03) using a vitros psa reagent with a vitros 5600 integrated system. A definitive assignable cause for the lower than expected vitros psa result could not be determined. Based on historical quality control results, there was no evidence the vitros psa reagent or the vitros 5600 instrument malfunctioned. Furthermore, pre analytical sample handling cannot be completely ruled out as the customer provided no information concerning the pre-analytical sample handling/storage of the api samples.

Event description:
A customer obtained a lower than expected vitros psa result from a single american proficiency institute (api) proficiency sample tested on a vitros 5600 integrated system. Api sample ia-03 results of 6.94 and 6.46 ng/ml vs. The expected result of 9.449 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected psa results were generated from a non-patient fluid, however the investigation cannot conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no allegation of actual patient harm as a result of the event. This report is number one of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).